Manufacturer narrative:
During testing, it was noted that the device battery was swollen. The customer contact's report of air in distal line alarm was duplicated during testing. The probable cause was the device mechanism. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarms for air in distal line. This does not indicate a reportable malfunction. However, during verification testing at the service center it was noted that the device battery was swollen.